Event description:
Pt receiving chemotherapy via lifeport venous access device. Unable to obtain blood return x 2 - cxr at physician's office. 10/13/97 determined catheter tip fractured and in right heart. Removal of fractured catheter tip. From right heart - 10/14/97. Removal of fractured catheter and lifeport base - 10/14/97.